Manufacturer narrative:
Additional information was received such as patient weight, date of explant. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both the leads was explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02478. It was reported the patient's leads migrated. The issue was confirmed via x-ray. In turn, surgical intervention may take place at a later date to address the issue.